Event description:
During an interventional procedure, a 6.0 x 40 mm precise self expanding stent was inserted into the patient, and the shaft broke on deployment. There were no pieces lost inside of the patient's body. There was no harm to the patient.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.